Manufacturer narrative:
The actual device was not available; however, a companion sample was received for evaluation. Visual inspection was performed which observed a packaging-damaged sterile packaging. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation a one-link needle-free IV connector was returned with a damaged sterile packaging. This was observed prior to patient use. There was no patient involvement. No additional information is available.